Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) could not be programmed and the pacemaker mode switched to vvi 65. The ipg was unable to sense or pace. It was noted that the program button on the programmer was not active. The pacemaker was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.